Manufacturer narrative:
Recall number: 3005334138-12/5/2019-002-r. The investigation revealed that an 8f dilator and 8f sheath were packaged within the 8.5f fast-cath hemostasis introducer package.

Event description:
During the procedure it was not possible to pass the catheter through the sheath. It was noted the sheath was labeled as a 8.5f sheath on the packaging, but the label on the sheath stated the sheath was 8.0f. The procedure was able to be completed by using a 9.0f sheath. There were no adverse consequences to the patient. When looked into further, 29 more sheaths were noted to potentially have the same issue.